Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the emergency lamp error occurred in the device. There was no report of patient injury associated with the event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi inspected the device and confirmed the following; the emergency lamp error occurred due to converter failure and the emergency lamp indicator was lit up. The converter may have failed due to high voltage or surge current. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Less than a year has passed since the device was manufactured. Therefore, converter failure may have been caused by accidental failure of converter components or by high voltage or surge current input to the converter due to poor power supply environment used by the user facility. Omsc concluded that the reported event may have been caused by the failure of the converter to power the emergency lamp. Omsc could not confirm the repair history because the device is destined for overseas. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.